Manufacturer narrative:
MFR's report date: 08/03/2011. Internal file no: (B)(4). Pt's info requested and all available info is included. The device has been received and the evaluation is pending. A f/u report will be submitted once the evaluation has been completed.

Event description:
Clinician reported blood backed up past the filter into the IV line. The male luer was noted to be cracked. The pt was on ECMO with three infusions running. Dopamine, epinephrine, and d5 0.45 normal saline were infusing. The pt's blood pressure dropped and when the nurse investigated the three IV lines, she found blood backed up on the one line past the tri-port extension into the filter, then into the primary IV line. She flushed the line. The pt coded and recovered successfully and is still on ECMO. Customer states that no further pt or event info is available.